Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that during use of the bd pcr cartridge on the bd max instrument, an unspecified number of false positive flu a patient results with irregular curves were obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: there is an indication of a bd pcr cartridges (ref. 437519) issue for the lot stated in the customer¿s complaint based on the analysis of the complaints received for cy5.5 channel fluorescence issue and/or unresolved results when using bd pcr cartridges. The root cause for the cy5.5 signal drift issue associated with the bd pcr cartridges lot was identified during corrective and preventive action investigation. A change in the adhesive supplier by bd¿s pcr cartridge label suppliers was identified as the root cause for the observed issue. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd quality will continue to monitor for trends.

Event description:
Report 2 of 2: it was reported that during use of the bd pcr cartridge on the bd max instrument, an unspecified number of false positive flu a patient results with irregular curves were obtained. There was no report of patient impact.